Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due a continuous elevated blood glucose (bg) level ranging from 324-450 mg/dl and high ketone levels. A healthcare provider identified the ketone levels as dangerous. A correction bolus via the pump was delivered and a manual insulin injection was administered to address bg. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.